Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose of 37 mg/dl. Customer had low blood glucose event the night prior. Troubleshooting was declined. No other complication were provided. Customer will continue the use of device.